Event description:
As reported by the user facility (translation of user facility information by (B)(4)): after 24h, the infuser was still 3/4 full.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results are available. We have informed our manufacturer accordingly. Reviewed the device history record and there were no defect encountered during in process inspection and final control inspection. (B)(4).